Manufacturer narrative:
The device, which consists of a direxion microcatheter, was returned for analysis. A thorough examination revealed no damage or irregularities to the microcatheter.

Event description:
It was reported that shaft rupture occurred. The patient underwent hepatic arterial chemoembolization. Arteriography revealed that the target vessel was tortuous. A direxion catheter-infusion was used to superselect the feeding artery of the tumor. However, during introduction, the end of the catheter ruptured outside the patient, resulting in the inability to rotate. A new microcatheter was used to complete the procedure. The patient condition following the procedure was unknown. There were no patient complications as a result of this event.

Manufacturer narrative:
G4: premarket/510(k) # - k142259, k163701.

Event description:
It was reported that shaft rupture occurred. The patient underwent hepatic arterial chemoembolization. Arteriography revealed that the target vessel was tortuous. A direxion catheter-infusion was used to superselect the feeding artery of the tumor. However, during introduction, the end of the catheter ruptured outside the patient, resulting in the inability to rotate. A new microcatheter was used to complete the procedure. The patient condition following the procedure was unknown. There were no patient complications as a result of this event.